Event description:
It was reported that the ventilator failed o2 cell test and flow transducer test during pre-use check. The ventilator generated a technical error code indicating a software error. There was no patient involvement. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed o2 cell test and flow transducer test during pre-use check. The ventilator generated a technical error code indicating a software error. Our field service engineer has investigated the reported machine on site. The control printed circuit board (pcb) has been replaced and sent back for investigation. The provided logs show that it failed the pre-use check with o2 cell/sensor and flow transducer testes indicating that the o2 gas module is not working. The returned control pcb has been tested in a machine. It failed the pre-use check with exactly the same failures. Electrical measurements of the returned control pcb shows that the output signals from one integrated circuit was abnormal compared with another reference pcb. That integrated circuit is part of the buffer circuit, and the output signals controls the gas modules. During breathing the reference control pcb alternate between 5v and 0v. The returned control pcb shows 0v all the time. The returned control pcb is faulty. However, it was not possible to find which component cause the reported issue.

Event description:
Manufacturer ref. #: (B)(4).